Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: external stress on the connecting tube caused by applying force in the wrong direction; however, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the connecting tube exhibited broken lock levers on the reprocessor side connector. There were no reports of patient involvement.